Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down and would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report1220908-2022-02044 and 1220908-2022-02060 for similar events reported from the same customer.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer?s report was not replicated or confirmed. The device was subjected to full functional testing, bench handling, and power cycling with no discrepancies found. Review of the device log does show multiple power cycling during the time of the event with power button presses and a battery removal. There is no indication from the log that shows the unit shut off on its own or will not power back on. An internal inspection was performed with no issues noted. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.